Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0001825034-2017-09793 and 0001825034-2018-01645.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It is reported that the patient had an initial right shoulder arthroplasty. Subsequently, the wrong implant was received for the procedure. The surgery was delayed for eight hours, and the patient was already under anesthesia when they realised that the wrong product was shipped. No additional patient consequences were reported.